Event description:
During a laparoscopic appendectomy the ez35b only fired one row of the staple line. The case was converted to open.

Manufacturer narrative:
Added add'l info, device was not returned for evaluation.